Event description:
Customer reported control panel is not illuminated.

Manufacturer narrative:
The service rep checked system and verified operators console not illuminating. Checked power supply and fuses within console ok. Traced through signal path and reconnected connections. Was able to fix problem by reconnecting connections. Verified proper operation of system by checking system functions and images ok. This system is operating as intended, close case. Downloaded logfiles to complaint review bd. Opened complaint form.